Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® with dcd® tapered implant 4/3 x 11.5mm (bnpt4311) was returned for investigation. Visual evaluation of the as returned implant identified signs of wear but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (perforated sinus). However, measurements were taken on (B)(6) 2021 using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Device history record (DHR) review for the lot (2018090887) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018090887) for similar events (complaint category keywords functional non integration perforated sinus) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported perforated sinus with pain, abscess, edema and inflammation at tooth site 3.